Event description:
Terumo received the following reported information. The distal end of the guidewire was severed inside the body, however it was able to be retrieved successfully from the patient's body. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
. D2a: common device name: laparoscope, general & plastic surgery d2b: product code: gcj . D4: UDI no. N/a as this product is not exported to the us market . E1: establishment name: (B)(6) hospital. G4: 510(k) number: k923607, k926214 h4: device manufacture date: requested, unknown due to unknown lot number. The returned device - main body and fragment appearance confirmation <fragment> - the outer layer had been twisted and shaped as torn off in the fractured part. - the wire strand had been exposed in the fractured part. - no anomalies such as abrasion or deformation in appearance in other parts. <main body> - the outer layer had been twisted and shaped as torn off in the fractured part. - no exposure of the wire strand was found in the fractured part. - no anomalies such as abrasion or deformation in appearance in other parts. Appearance confirmation of the wire strand - the outer layer was removed to confirm the condition of the wire strand at the fractured part. - no tapering is observed on the side of the wire strand at the fractured part. - radial patterns were observed on the top surface of the wire strand at the fractured part. Dimensional inspection - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of a defect - main body of guidewire: approximately 2495mm - fragment: approximately 107 mm - total length: approximately 2602mm - current products: approximately 2600 mm - based on comparison with a current product, it was considered that there was no defect in the actual device. History investigation of the involved product code and lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - regarding the involved product, no similar reports attributable to the manufacturing process were found in the past two years. Simulation test regarding the fracture of the guidewire, the following simulation test was conducted. - continuous torque load was applied in the same direction while the product is curved. - no tapering is observed on the side of the wire strand in the fractured part. - radial patterns were observed on the top surface of the wire strand at the fractured part. - it was thought that this condition was similar to that of the actual device. Based on the investigation results, no anomaly was found in the dimensions of the actual device. Based on the condition of the actual device and the simulation test, as one of the possibilities, it was considered that repeated torque load was applied to the involved part in the same direction while it was curved, leading to the fracture of the wire strand. It was then thought that the outer layer twisted and separated within the body. In addition, it was considered that there was no defect in the actual device compared with the current product. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.